Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch mph052- 8807h and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The needle is not fallen inside the patient. The end of the procedure occurred without difficulty. No patient consequence.

Event description:
It was reported that the patient underwent thromboendarteriectomy of the carotid for a left carotid stenosis on (B)(6) 2019 and suture was used. During the procedure, the needle took away from the thread. The needle did not fall inside the patient. The end of the procedure occurred without difficulty. There was no adverse patient consequence.